Event description:
Reportedly, the surgeon fired the stapler on tissue and then transected the tissue. Observation of the staples showed they were not formed properly. Therefore, a large part of the staple line had to be repaired with suture. The patient lost approximately 500ml of blood and was crossed for blood but no blood was given. Procedure: unk.